Manufacturer narrative:
Investigation summary: sample evaluation: four sealed 10ml packaged syringes were received by bd canaan and confirmed to be from batch #7212573 (p/n 302995). The samples were visually evaluated. The packages were inspected for any liquid damage ¿ no signs of defects or damage found. The packages were then opened and each sample was individually evaluated. No liquid was found in or around the syringes. A small amount of silicone could be seen on the stoppers edges and near their centers where the stoppers touch the barrel¿s roof. The amount observed was a normal and expected amount of silicone for this product. No stringing and no pooling of silicone was observed. The small amount is required for the product to function properly. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7212573 (p/n 302995): pkg batch manufacturing date: 08/24/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212573 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Three sub-assembly batches went into the final packaging batch 7212573, which were manufactured 8/23 ¿ 8/25/2017. No issues and no quality notifications related to the complaint defect were noted during the manufacture of those batches. A total of 11 silicone weight tests were recorded performed as per requirement with acceptable results with no issues noted. Investigation conclusion: based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Root cause description: n/a, no defects were confirmed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd syringe 10ml luer-lok¿ tip syringe before use. There was no report of injury or medical intervention.